Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) as a precautionary measure. The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt), and calibrations.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
It was reported that the ventilator display froze. It is unknown if the event occurred during patient use.